Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. The customer troubleshot with technical support. The customer will replace the battery to address the issue.

Event description:
It was reported that the ventilator generated a 24 volts failed error code. There was no patient involvement. The event date was not specified; estimate used.